Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
No obvious anomalies were noted in the single lead portion returned. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Abraded openings were found on the outer and inner silicone tubes. The abraded openings and the cut ends that were made during the explant process most likely provided the leakage path for the observed dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the inner tubing abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The inner tubing abraded opening exposed the conductive quadfilar coils and appears to be caused by wear. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during a generator replacement surgery a lead fracture was discovered. When the surgeon opened the pocket site it was discovered that a 1 cm portion of the lead was "breached." The patient's lead was replaced as a result of the observed lead fracture. It is unknown if lead impedance was measured before the surgery. The explanted lead has been returned to the manufacturer and is undergoing analysis.